Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up and down arrow buttons were requiring multiple presses to respond. The patient reported needing to dig fingernails into the buttons to get the pump to respond. The patient confirmed no trauma to the pump and confirmed that there was no tearing or peeling of the keypad. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the up and down arrow button response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing the up and down arrow keypad buttons were intermittently unresponsive; all other buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.